Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she removed a tampon after about two to three hours of wear and the string pulled out leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention.